Event description:
A procedure commenced to extract two leads: a right atrial (ra) and right ventricular (rv) lead due to infection. A glidelight device, model 500-301 was used in the case, along with a small visisheath. The visisheath was not advanced beyond the innominate vein. The leads were extracted successfully and the patient survived the procedure. However, the rep was notified by the physician (approximately 5 weeks after the case) that after the procedure, the patient's blood pressure slowly but steadily dropped. The patient was brought back to the or approximately two hours after the case; a sternotomy was performed and a very small svc tear was discovered. The tear was reportedly successfully repaired, and the patient survived the intervention.

Manufacturer narrative:
Code accepted by FDA now populated within this field.